Event description:
Per biotronik representative, this system was removed due to infection. Per the oos, this device was replaced with another philos ii dr. The infected system: philos ii dr, MDR: 1028232-2008-00758; synox sx 45-jbp, MDR: 1028232-2008-00759; synox sx 53-bp, MDR: 1028232-2008-00760.